Event description:
It was reported that an ilet bionic pancreas experienced a cracked screen and became unresponsive to touch, preventing swipe-to-unlock and button interaction; the device had been synced prior to shutdown, and a replacement was arranged. Symptoms included no injury or adverse clinical effects. Outcomes included interruption of therapy via the affected ilet and the need for device replacement, with continued cgm use on the patient¿s phone or receiver. Investigation included customer interview, functional troubleshooting attempts, guidance on data sync and shutdown, and logistical coordination for replacement and return. Investigation of this case revealed physical damage to the display that rendered the touchscreen nonfunctional. It was concluded that the device failure was attributable to screen damage, with no associated patient harm and with restoration of therapy expected upon replacement.